Event description:
It was reported to boston scientific corporation that after an uneventful anterior/apical pelvic floor repair procedure (date unknown), using a pinnacle anterior/apical pfr kit, the pt experienced lower back pain. The physician opined that this pain was attributable to the pt's pre-existing sacroiliac joint instability. One week afer the procedure, the pt complained of labial numbness, and tenderness in the left buttock. Physical examination revealed no numbness in the perineum, or in the posterior of the leg. She had tenderness on palpation of the sacrospinous ligament on a 5/10 scale. She had tenderness of the coccyx on both external and internal palpation. The pt also stated that her entire vaginal area has a burning sensation, and random surges of sharp pain in the left vaginal side wall, radiating to the mons pubis. The pt shows no evidence of infection, and has a normal white blood count. The physician opined that there is a relationship between the pt's vaginal numbness, tenderness, pain, and burning, and the pinnacle mesh and/or the placement of the mesh. It is currently unknown if the pt has received or will receive medical intervention for her symptoms.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event.